Event description:
Found during testing. According to the reporter, the device will not power up in battery. The customer replaced the battery but this did not rectify the situation. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.